Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a sudden increase to high impedance. A fracture was suspected. The physician conducted a non-invasive program stimulation procedure to determine the functionality of the lead. The pacing threshold was slightly higher than it had been but the device adequately detected and treated the ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. Maximum right ventricular pace impedance rises from 1112 ohms the week ending (B)(4) 2014 to greater than 4000 ohms the week ending (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.